Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/18/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: - how long was the delay? Please specify in minutes. ¿ unknown. Time was required to find the needle that had fallen into the patient's abdominal cavity. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ unknown. No consequences reported. - did the needle fall into the patient? If so: yes *was the needle removed from the patient during the same procedure? ¿ yes, needle was immediately removed once found. What measures were taken to retrieve the needle? ¿ the needle was found visually. - please provide lot number. ¿ the suture and packaging were discarded by the staff. No lot numbers are available to report. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). ¿ dr. (B)(6) reported the incident to me verbally. The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: unknown, action taken when event occurred? Time taken to find needle. Needle found. No x-ray needed. Was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by the surgeon that the needle popped off of the suture when attempting to remove from the trocar. 8mm airseal brand trocar used with a CT-2 needle. The procedure was completed successfully with no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 (b18 - device discarded).